Event description:
A beckman coulter associate reported the door of the centrifuge was able to be opened while the rotor was spinning involving optima l-100 xp ultracentrifuge. There was no report of injury associated with this incident.

Manufacturer narrative:
The cause of this issue is within the firmware of the instrument. All optima l series centrifuges are affected by this failure. (B)(4).